Event description:
The customer reported that while using the jig (target adapter) during a nailing case, the oblique locking screw - number 2 - missed the nail and ended up having a broken drill bit. The case was completed by taking out the broken drill and using the screw without the jig.

Manufacturer narrative:
D9/h3 updated to indicate the device was not available for return/evaluation. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. Several attempts were made but to no avail. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. In case the item and / or substantive information will become available in future that suggests otherwise; the file will be reviewed. H3 other text : the device was not returned.

Manufacturer narrative:
Upon completion of the investigation any additional information will be reported in a supplemental report.

Event description:
The customer reported that while using the jig (target adapter) during a nailing case, the oblique locking screw - number 2 - missed the nail and ended up having a broken drill bit. The case was completed by taking out the broken drill and using the screw without the jig.